Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -5.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens of different diopter due to refractive surprise. The exchange resolved the problem.

Manufacturer narrative:
Lens work order search: no similar complaints reported for units within the same lot. Claim# (B)(4).